Event description:
It was reported that six weeks prior to the report, a patient started to leak again and was back to wearing pads. The symptoms had a sudden onset and there was no known accident or incident related to the complaint. The patient inquired if stress and illness would cause the device to malfunction. The patient¿s therapy was on program 3 at 1.5. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ncuu, implanted: (B)(6) 2014, product type: lead. (B)(4).